Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Device manufacture date.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and was unable to fully advance the ruby coil out of the microcatheter; therefore the ruby coil was removed. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.